Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, during the transfemoral transcatheter aortic valve procedure for a 20mm sapien 3 ultra resilia valve, insertion difficulty of the delivery system and esheath+ damage occurred. Both common iliac arteries were narrow due to calcification. The sheath was inserted after ballooning. After the delivery system was inserted in the sheath, there was strong resistance. The operator tried to continue the insertion; however, the sheath housing and shaft became separated. The devices were removed. A new sheath was inserted and dilated by balloon followed by a new delivery system without problem. After the valve was implanted, angiography was executed. There was no vascular complication; however, a stent was implanted to avoid possible vessel damage. The device will not be returned.

Manufacturer narrative:
Updated section h6- component code, type of investigation, findings, and conclusions. The device was not returned for evaluation. Imagery provided by the site was reviewed, and the following was observed: the proximal flared end of sheath shaft appears to be spatially displaced in reference to housing (angled approximately at 90 degree), which is suggestive of full separation of the two components (shaft and housing). The strain relief appears to be still attached to the housing via comnut while twisted. The complaints for resistance leading to inability to advance through sheath and system component separation during use were confirmed through evaluation of the provided imagery. However, without the returned device, any factors related to manufacturing of the device were unable to be confirmed. Although review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event, a potential manufacturing nonconformance was identified based on prior escalations (pra/CAPA). A review of instructions for use and training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: -calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. -undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient (calcification, undersized vessels) may have contributed to the reported resistance leading to inability to advance through sheath. However, a definitive root cause is unable to be determined at this time. Per evaluation of the provided imagery, the proximal flared end of the sheath shaft appears to be spatially displaced in reference to the sheath housing hub, and the strain relief appears to be still attached to the housing via comnut. The observed failure mode is similar to the previously identified failure in a product risk assessment, in which there was a failure of the compression fit between the sheath shaft and sheath housing. As identified in a product risk assessment, potential manufacturing issues may have contributed to the complaint event. During manufacturing of the sheath, if 1) the trim length of the sheath shaft proximal flare is excessive and 2) the interface between the proximal flare and the housing are inadequate, it could yield relatively lower tensile forces, making the shaft and housing susceptible toward separation. This would in turn lead to the inability to further advance the delivery system through the sheath. These factors were unable to be confirmed as contributing this complaint event as the device was unable to be returned. A corrective action was previously initiated to update manufacturing procedures relating to the trimming of the shaft and assembly of the shaft/housing components. As the complaint device was manufactured after implementation of corrective actions, an awareness communication was performed as a cautionary response. In addition, resistance during delivery system advancement was noted and excessive device manipulation may have been applied, leading to the shaft to separate from the housing. As such, available information suggests that procedural factors (excessive manipulation) in addition to the unconfirmed manufacturing factors may have contributed to the system component separation during use. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.